Event description:
It has been reported that one bd ultrasafe¿ plus x100l has been found with the plunger falling out before use. The following has been provided by the initial reporter: when the patient went to inject the cosentyx, the spring broke and the whole cosentyx syringe feel apart. The cosentyx medication leaked out but did not make contact with the patient.

Manufacturer narrative:
Investigation: unconfirmed, no sample received. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultrasafe¿ plus x100l has been found with the plunger falling out before use. The following has been provided by the initial reporter: when the patient went to inject the cosentyx, the spring broke and the whole cosentyx syringe feel apart. The cosentyx medication leaked out but did not make contact with the patient.